Event description:
It was reported that the patient experienced fractured cylinder resulting in fluid loss with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Additional information was reported that the patient presented to the physician with fluid loss.